Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was 417 mg/dl. Customer was not on the insulin pump when blood glucose was 417 mg/dl but was unknown for how long. Customer was advised to inject insulin manually. After troubleshooting, customer will not be returning the device for analysis.